Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to varying impedance measurements. It was suspected that the lead was not correctly connected to the device. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the medical adhesive was torn/separated at the proximal end of the proximal spring electrode. The proximal spring is stretched at this point. Blood/body fluid was noted in the lumen and helix housing. Visual inspection also noted a small set screw mark right at the terminal pin end. Set screw marks at the end of the terminal pin indicate that the lead was not fully inserted into the device header at the time of implant which can lead to poor/intermittent contact between the device leaf spring and the rs+ ring of the lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.